Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally overwrote the recommended correction bolus and subsequently delivered a larger bolus than intended. Multiple attempts were made by tandem technical support to follow up with the customer regarding the reported issue; however, no response from the customer was received. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. The customer's blood glucose was between 93-120 mg/dl.